Event description:
It was reported that a broken plunger was found before use with a bd plastipak¿ 3ml luer-lok¿ syringe. The following information was provided by the initial reporter, "3ml luer lock syringe (no needle) with plunger broken."

Manufacturer narrative:
It was performed the DHR, checked quality notifications and maintenance records where no records potentially related to failure were found. The photo provided was analyzed and it was possible to confirm the broken rod defect. The possible cause for the problem is a tangling the syringe in the mounting assembly. The defect identified from this complaint will be monitored for trend assessment. It was performed DHR evaluation and no occurrences potentially related to the defect was observed. Based on this evaluation and the process failure analysis the potential causes for the problem is: - syringe jam at assembly station; the defect identified from this complaint will be monitored for trend evaluation. CAPA is not required. The incident identified from this complaint will be monitored for trend evaluation. H3 other text : see section h.10

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a broken plunger was found before use with a bd plastipak¿ 3ml luer-lok¿ syringe. The following information was provided by the initial reporter, "3ml luer lock syringe (no needle) with plunger broken."